Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z suction was not performed even if the suction pressure was increased. The pressure suction setting was within the suction pressure range on the package insert. Even if the suction pressure was increased, the tip of the stabilizer did not stick to the heart, so surgery could not be performed safely. It is reported that no cause was found even though the damage and blockage were confirmed. No external damage was found. Blood contamination has occurred because it was taken out once and used for the patient. There was no patient damage due to the use of other products (another company) in the surgery.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h10, h11. Corrected section: h1- type of reportable event- "malfunction", b1-adverse event/product problem-"product problem".

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6-health effect ¿ impact codes- used another company's product. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a.